Event description:
It was reported that during a brevera procedure on (B)(6) 2025, a piece of the needle broke off while inside the patient, leaving behind a foreign body along the biopsy track. No further information is currently available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
An investigation was conducted: it was reported that during a brevera procedure on (B)(6) 2025, a piece of the needle broke off while inside the patient, leaving behind a foreign body along the biopsy track. Customer quote for brevera disposable device that ¿a piece of the needle broke off while inside the patient, leaving behind a foreign body along the biopsy track.¿. There was harm to the patient, and the procedure was completed with the same. This complaint required formal reporting. The device was returned to the post market quality laboratory for investigation and visual inspection was conducted. The device arrived with the tubing assembly cut. Also, the bearing was damaged, the inner cannula tip was broken and the inner diameter of the outer cannula had marks. Functional testing was not conducted due to the damage that the device presents. Functional testing was not conducted due to the damage that the device presents, the issue can be confirmed visually, and no additional test is needed. However, the bearing was found damaged. As additional information from the customer ¿the brevera biopsy needle malfunctioned during the procedure, with a complaint that a piece of the needle broke off while inside the patient, leaving behind a foreign body along the biopsy track¿ regarding the pictures and x-rays that were provided: 1. Confirmed the damage to the device. 2. X-ray image post-procedure does confirm the presence of a foreign object in the biopsied area, with an additional clip. The brevera device inspected by the pmqa team exhibited significant damage to the tip of the inner cannula and inner diameter of the outer cannula with marks. The most probable failure mode was associated with an over-advanced inner cannula (ic), likely caused by excessive and extreme interaction between the cannulas. This occurs because the inner cannula undergoes greater displacement during its translational motion. Such extreme conditions can lead to multiple failure modes that compromise the integrity of the cannulas. The current brevera console software lacks an alarm or system to alert the user when the driver is not in its home position. Although a pop-up message or alarm is triggered when the disposable is removed while the ic is retracted in any mode other than standby, this safeguard may not be sufficient. Due to the recurring nature of this issue, corrective actions were initiated under a CAPA to identify the root cause and implement appropriate solutions. Conclusion: the reported issues have been confirmed, and the most probable root cause has been identified. A comprehensive review was conducted, including device history records, complaint data, and risk assessments. A CAPA has already been created to establish the need for updates to the risk management files and corresponding corrective and preventive actions regarding the specific damage between the outer and inner cannula. This CAPA covered the failure mode but still in implementation execution phase. The affected device belongs to a lot manufactured in february 2025, prior to the implementation of actions, which makes the complaint expected and consistent with the timeline. Health risk assessment was created to address this issue, and the corresponding updates to the risk management files have already been implemented. Therefore, it does not deem required escalation to nce, scar, or a new CAPA or hra. Future events will be monitored and trended. Device history record (DHR) review: the DHR was reviewed for the corresponding lot and the device was released meeting all qa specifications. Lot number 25b22rc. Manufacture date 02/22/2025. Expiration date 02/22/2027. UDI (B)(4).